Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from the posterior leaflet and remained attached to the anterior leaflet, increasing mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to 1-2. On (B)(6) 2019, echocardiogram showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). On (B)(6) 2019, a transesophageal echocardiogram was performed which confirmed the slda and the mr increase to 4. Two mitraclips were implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.